Event description:
Information received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to sticking hydraulic valves. He replaced the head hi/low up and down valves to repair the bed.